Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported their stimulation keeps turning off on its own. Patient stated this has been going on "for a little bit" (agent attempted to clarify event date, but was unable) and has happened more than once, patient stated daily. Patient spoke with a rep today and was told to call patient services and they would send a new controller. Agent asked if the controller was currently displaying stimulation off and patient stated no, that they just "turned them all on." Agent asked what process patient used to turn their stimulation on and patient stated they press the one and then they press the arrow up and then it says turn on so they press turn on and then it goes on. Agent walked patient through using stimulation on/of button and patient stated they have never touched that button before. Patient stated they were currently in group b with 5.3 intensity. Agent asked patient to clarify what is displaying on the controller when the stimulation is turning off and patient did not remember the specifics of the screen; agent asked if "stimulation is off" was written across the top of the screen and patient said that it was. Agent provided information and reviewed the ways stimulation turns (stim on/off button, ins depleting, placing the device into MRI mode) off and advised patient to monitor and call back if issue persists.